Event description:
Boston scientific received information that this clinic nurse contacted latitude customer support and technical services to report that this device and lead system were explanted in (B)(6) 2010 due to infection.

Manufacturer narrative:
There were no additional adverse events reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.